Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that prior to the implant procedure, the battery bar was gray with pre-implant indication. The gray bar was still present after the device was at room temperature for 48 hours and again thirteen days following the initial interrogation . The device was not implanted. There was no patient involvement.